Manufacturer narrative:
Results and conclusions summation - in this case, there was no reported product deficiency. Thrombosis is a known adverse event as listed in the product instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture, design, or labeling.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient arrived from the emergency room in 2009, presented with thrombosis formation in the previously placed promus stent in the proximal lad. Balloon angioplasty was performed with adequate results and patient was placed on integrilin. No further intervention was performed. No additional event or patient information is available.